Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the native position, the valve was explanted due to an unknown cause. A 25mm konect resilia valve was implanted in the aortic position. Per medical records received, approximately 5 years and 4 months post tavr the patient presented to follow up visit with chronic diastolic heart failure class 3. An echocardiogram performed reported that in comparison to previous study, the tavr valve had a mean gradient of 31mmhg (previously 22mmhg). There was also mild-moderate mitral regurgitation and an ejection fraction of 38%. An hypoattenuated leaflet thickening (halt) cta imaging study performed reported "26mm sapien 3 valve well seated in the aortic valve position. There was evidence of mild halt involving the right coronary cusp, but there was evidence of calcification and restriction in the leaflet mobility involving the left coronary cusp and non-coronary cusp. The calcification and restriction of leaflet mobility likely reflects the etiology for the valve gradients elevated rather than halt." It was recommended to explant the sapien 3 valve. Per the explant operative report surgeon's findings, there was severe calcification of the aortic root and tavr valve found upon explant. Root replacement with a konect 25mm valve conduit and replacement of ascending aorta were performed without complications.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review. Sections b1, b3, b4, b5, b7, g3, g6, h2, h6: health effect - clinical code, device code, investigation findings, investigation conclusions and h11 have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient risk/contributing factors (progression of the disease process, history of severe aortic stenosis, cardiomyopathy, cad, pad) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the native position, the valve was explanted due to an unknown cause. An edwards surgical valve was implanted in the aortic position. No additional information is available.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.